Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 29, 2020. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - updated lot number and added exp date). G4 (date received by manufacturer) . G7 (indication that this is a follow-up report) . H2 (follow-up due to additional information) . H4 (device manufacture date). H6 (identification of evaluation codes 11, 3331, 4114, 4210, 4315). Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 - analysis of production records. Method code #3: 4114 - device not returned. Results code: 4210 - leakage/seal. Conclusions code: 4315 - cause not established. The actual sample was not returned for evaluation. However, the video recorded during the event showed that bubbles and pink color liquid were flowing out from the fiber on the gas-out side of the actual oxygenator. Review of the DHR and incoming inspection record of the involved material code/lot number confirmed that there were no indications of anomalies. A review of the performance test results related to the involved fiber lot number confirmed no anomaly noted. Based on the video provided shows that plasma leaked occurred in the sample. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator was creating a froth and subsequent gases was demonstrating poor oxygenation. The case was an lvad (left ventricular assist device) insertion, they were able to come off cpb but the aortic root was tore so they had to go back on cpb. The oxygenator was not recirculated while off cpb. Deep nypothermic circulatory arrest was completed when they returned to cpb in order to repair the torn aorta. The patient were not able to successfully come off cpb on lvad alone, rvad (right ventricular assist) device was inserted as well. The plasma leakage and deterioration of blood gases occurred when returning to cpb the last time. The fio2 was 100% and the sweep gas was turned up to 10 lpm. Multiple blood gases were performed due to the concerns about the oxygenator performance. They were contemplating changing out the oxygenator but the patient was almost warm so anesthesia ventilated which provided enough time to finish warming the patient and the team decided to just come off cpb since the heart was beating instead of changing out the oxygenator. No known impact or consequence to patient. The product was not changed out. Procedure was completed successfully.